Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that external devices displayed "replace generator, generator has reached end of its service" error message. As a result the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Effective coverage was restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the wireless software displayed an elective replacement indicator (eri) message. Surgical intervention may be taken at a later date to address the issue.